Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the cause of the bent lead was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during the lead implant procedure the lead was determined to be bent when using a retractable tube guide. By withdrawing the lead it was also found that the plots were folded as well at both ends. No environmental, external, or patient factors contributed to the issue. A different lead was used instead and the issue was resolved. There were no symptoms reported. No further complications were reported or anticipated.